Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/ pain') and genital haemorrhage ('gen. Abnorm. Bleed') in an adult female patient who had essure (batch no. 958707) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included obesity, premenstrual dysphoric disorder, adenomyosis, paratubal cyst, menometrorrhagia, pelvic adhesions and uterine fibroid. Concomitant products included cefalexin monohydrate (keflex) since 2016, rizatriptan since (B)(6) 2018 and sumatriptan from (B)(6) 2018. On (B)(6) 2013, the patient had essure inserted. In 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), back pain ("back pain"), heavy menstrual bleeding ("menorrhagia (heavy menstrual bleeding)/ abnormal bleeding(menorrhagia)"), vaginal haemorrhage ("abnormal bleeding(vaginal)") and mood swings ("hormonal changes: mood swings"). In 2015, the patient experienced alopecia ("hair loss"). In 2016, the patient experienced migraine ("migraine/ migraine/ headaches") and acne ("acne"). On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required) and rash ("rash"). The patient was treated with surgery (robotic-assisted total laparoscopic hysterectomy, bilateral salpingectomy,). Essure was removed on (B)(6) 2021. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, dysmenorrhoea, back pain, heavy menstrual bleeding, vaginal haemorrhage, rash, migraine, alopecia, mood swings and acne outcome was unknown. The reporter considered abdominal pain, acne, alopecia, back pain, dysmenorrhoea, genital haemorrhage, heavy menstrual bleeding, migraine, mood swings, pelvic pain, rash and vaginal haemorrhage to be related to essure. The reporter commented: plaintiff received treatment for rash. Discrepancy noted as per pfs: date of insertion and essure confirmation test was done on same day((B)(6) 2013). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 35.1 kg/sqm. Hysterosalpingogram - in 2013: total bilateral occlusion. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available most recent follow-up information incorporated above includes: on 07-oct-2021: medical record received : case became serious incident. Reporter information, medical history, removal date, and removal surgery name added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/pain') and genital haemorrhage ('gen. Abnorm. Bleed') in an adult female patient who had essure (batch no. 958707) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included obesity, premenstrual dysphoric disorder, adenomyosis, paratubal cyst, menometrorrhagia, pelvic adhesions and uterine fibroid. Concomitant products included cefalexin monohydrate (keflex) since 2016, rizatriptan since (B)(6) 2018 and sumatriptan from (B)(6) 2018 to (B)(6) 2018. On (B)(6) 2013, the patient had essure inserted. In 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmennorhea(cramping)"), back pain ("back pain"), heavy menstrual bleeding ("menorrhagia (heavy menstrual bleeding)/abnormal bleeding(menorrhagia)"), vaginal haemorrhage ("abnormal bleeding(vaginal)") and mood swings ("hormonal changes: mood swings"). In 2015, the patient experienced alopecia ("hair loss"). In 2016, the patient experienced migraine ("migraine/ migraine/ headaches") and acne ("acne"). On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required) and rash ("rash"). The patient was treated with surgery (robotic-assisted total laparoscopic hysterectomy, bilateral salpingectomy,). Essure was removed on (B)(6) 2021. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, dysmenorrhoea, back pain, heavy menstrual bleeding, vaginal haemorrhage, rash, migraine, alopecia, mood swings and acne outcome was unknown. The reporter considered abdominal pain, acne, alopecia, back pain, dysmenorrhoea, genital haemorrhage, heavy menstrual bleeding, migraine, mood swings, pelvic pain, rash and vaginal haemorrhage to be related to essure. The reporter commented: plaintiff received treatment for rash. Discrepancy noted as per pfs: date of insertion and essure confirmation test was done on same day((B)(6) 2013). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 35.1 kg/sqm. Hysterosalpingogram - in 2013: total bilateral occlusion. Lot number:958707. Manufacturing date: 2012-03. Expiration date: 2015-03. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available most recent follow-up information incorporated above includes: on 22-oct-2021: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.